Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An inspection was performed on the product. The packaging box that was returned did not have the fast fix device included. Only an IFU and chart stickers were returned in the packaging. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. The procedure was completed with other similar identical device. It is unknown if there was a significant delay during the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. T1 anchor was removed from the patient and the procedure was completed with a backup device. There was a surgical delay greater than 30 minutes and no other complications were reported.

Event description:
It was reported that during a ligamentoplasty of the semitendinosus tendons, the fast-fix anchors were dropped at the same time after deployment of t1. The procedure was completed with a backup device. There was a surgical delay greater than 30 minutes and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.